Manufacturer narrative:
Exact date unknown, event occurred couple years ago. Explant date: couple years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(4). Batch: 7023457.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg and lead explant procedure and was doing well postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.